Event description:
A report from germany notes that the patient underwent an MRI without having the device turned off. The device went into back up vvi mode. Telemetry was lost during the download to reset the device and communication could not be re-established. Device explant was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.